Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure to treat an osteoporotic compression fracture at t11. The procedure was completed without complication intra-operatively and the patient was discharged 34 days post-op. X -rays were taken approximately 6 months post-op and showed re-fracture at t11 but no additional intervention was required. The surgeon commented that the event "might be caused by the difference in the hardness of the cement and the bone quality". No other patient complications were reported.